Manufacturer narrative:
It was reported by customer that 60¿ extension set w/filter leaking near the filter when in use. One sample was received for quality evaluation. Visual examination was conducted and the sample received was determined to be different from the reported product. Without further information or the affected sample for investigation- this complaint cannot be verified, and the root cause remains unknown. The three lots of received sample were evaluated for their quality production history: a device history record review for model 10010570 lot number 24099223 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010570 lot number 24069448 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010570 lot number 24069236 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Multiple batch numbers- 24099223, 24069448, 24069236. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that 60¿ extension set w/filter leaking near the filter when in use.